Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. No patient condition or additional information was provided.

Manufacturer narrative:
Additional information: b5.

Event description:
New information noted that the lead exhibited noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable before, during, and after the replacement.